Event description:
Pt revised to address loose glenoid, osteolysis and polyethylene wear noted.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info stated the surgeon felt the loosening and wear of the glenoid may have been caused by too much patient activity, the insert was implanted for ten years. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed at this time. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.